Event description:
The cortical stimulator device appeared to be delivering current to the correct electrode pair when in fact there was no current being delivered to the brain tissue as evidenced by no expected response from the pt.